Manufacturer narrative:
Investigation summary: it was reported that the plunger rod was too hard to flush. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe and the barrel label. Based on the investigation with the photo sample analysis the symptom reported by the customer could not be confirmed and without an actual sample analysis a probable root cause could not be offered. A device history record review was completed for provided material number 306546, lot number 0352349. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. With no actual sample analysis a probable root cause could not be offered.

Event description:
It was reported that the 10 ml bd posiflush¿ normal saline syringe experienced difficult plunger movement. The following information was provided by the initial reporter: material no.: 306546, batch no.: 0352349. The plunger rod was too hard to flush on initial piv insertion and the nurse swapped to another flush syringe and was able to check for blood return.